Event description:
It was reported that the atrial lead had dislodged. It was noted that the lead had not been anchored. The lead was successfully revised. The patient was in stable condition throughout the event.

Manufacturer narrative:
(B)(4).